Manufacturer narrative:
Patient demographics updated. The main component of the system. Other relevant device(s) are: product ID: 9733763, software version: 2.2.8. The software investigation was unable to determine probable cause. It was suspected that there was a hardware issue since the re presentative was able to move the cord to the second port on the axiem box and was able to use it without issue. Evaluation codes that apply to this testing: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that there was a 15 minute surgical delay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for catheter placement procedure. It was reported that they were able to load the patient scans and then went into planning, but the system then became unresponsive and would not let them proceed to register. They soft booted the system, but when attempting to re-launch the application it would sit on the blue medtronic screen and not progress. He had rebooted from this without resolution. It was recommended that they disconnected the axiem usb. The representative confirmed that he was able to move the cord to the second port on the axiem box and was able to use it without issue. The site was not under contract and no further action would be pursued. There was no reported impact on patient outcome.